Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as related with the technique of connection and disconnection. Two days after the event onset, the patient was hospitalized for the event. On an unknown date, the patient was treated with cephalotin (1000mg, every 12 hours) for the event. At the time of this report, the patient remained hospitalized and was not recovered from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.